Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker device was using more battery than would normally use. In addition, the monitoring voltage was turned off last september and atrial fibrillation started just this august. Furthermore, the patient was seen in the clinic and there was four years left on battery, excessive battery depletion was then noted. Boston scientific company representative planned to continue monitoring the patient. The device remains in service. No adverse patient effects were reported.